Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
One touch basic enhanced meter was reading inaccurately. The patient obtained a result of 290 mg/dl on the reported meter while having no symptoms of high or low blood glucose level. She took no action to affect her blood glucose level following use of the meter. She contacted emergency services. The emt meter result was slightly lower than the reported meter; the patient could not supply the exact result. Emt provided no treatment to the patient. There is no indication that the patient experienced injury. The customer care representative confirmed that segments were missing in the meter display. Based on the missing display segments, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.